Event description:
It has been reported that during purging of the machine, the cardiosave intra-aortic balloon pump (iabp) mains cable is blocked, the leak test did not pass, and the safety disc needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that the mains cable is blocked. So the fse dismantled the cardiosave, and unclamped the mains cable. It is not damaged. Functional device. In regards to the leak issue, three (3) gfe attempts have been performed to obtain additional information and/or product return. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) mains cable is blocked, the leak test did not pass, and the safety disc needs to be replaced.